Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead failed to capture and exhibited high pacing impedance due to the helix that failed to extend. The lead was not used during procedure. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while high lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedural damage. After cleaning and by applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event of a helix mechanism issue was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue. The full helix extension length was measured to be within specification. Visual inspection and electrical test did not find any indication of conductor fracture or internal shorts.